Manufacturer narrative:
The customer stated the device will be repaired by a third-party service provider. No further information was provided. Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use and therefore does not present potential risk of patient harm or injury.

Manufacturer narrative:
Report date: 18sep2021.

Event description:
The customer reported getting an alarm which states low leak carbon (c02) breathing risk. The device was not in use on a patient. No patient or user harm was reported. The customer advised they swapped circuits and they are still getting the same issue. The customer advised no significant errors in the logs. The remote service engineer (rse) advised the caller to perform test 7, 8 and 9 in the performance verification testing (pvt) in the manual. The rse advised possible suspect is the flow sensor assembly, but to perform tests to confirm.

Manufacturer narrative:
The device was being setup when the reported event occurred, there was no delay of therapy.